Event description:
Related to (B)(4). Summary: the hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2, did not cut the way it normally does. They opened a second kit. They felt the second kit did not cut the way it normally does. Opened a third kit to complete the harvest. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2, did not cut the way it normally does. The device was not the cutting/ heating element. It was the tip of the harvesting cannula that dr. Pt thinks it¿s was not aligned. They opened a second kit. They felt the second kit did not cut the way it normally does. Opened a third kit to complete the harvest. No harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b-4, b-5, d-10, g-4, g-7, h-2, h-10.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/12/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The cannula was observed to be intact, with no visible defects observed. The c-ring was observed to be intact, with no visual defects observed. Based on the incomplete device return, the reported failure "failure to cut" was not confirmed. The device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.